Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the patient's wife that the patient has been experiencing high blood pressure since the day his vns was implanted. The patient was given a low dose of medication in an attempt to improve it. The wife stated it seems to be helping a bit but not really as it wears off quickly. Vns was turned on (B)(6) 2025 and wife states it doesn't seem to have made a difference or changed the blood pressure (neither up or down), indicating that vns stimulation is likely not a factor in the high blood pressure event. Per the physician, it as noted that the cause of the high blood pressure is related to the patient's physiology. The medication prescribed was noted to preclude a serious injury.